Manufacturer narrative:
Batch review performed on 25 february 2026. Lot 2436399: (B)(4) items manufactured and released on 12-feb-2025. Expiration date: 2030-jan-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Second revision surgery due to infection 3 months after first revision surgery.the patient had primary surgery using competitor implants. The surgeon performed a washout and then revised the 14mm size 5 insert to a same size insert. The surgery was completed successfully.